Manufacturer narrative:
(B)(4).

Event description:
It was reported that during thr procedure the weld on two r3 straight shell impactors gave away due to repeated use. This occurred during use inside the patient. There was no delay and a s&n back up device was available to complete the procedure. No other complications were reported at this time.

Manufacturer narrative:
It was reported that during thr procedure the weld on two r3 straight shell impactors gave away due to repeated use. This occurred during use inside the patient. There was no delay and a s&n back up device was available to complete the procedure. No other complications were reported at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2017 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Investigation results: it was reported that during thr procedure the weld on two r3 straight shell impactors gave away due to repeated use. This occurred during use inside the patient. There was no delay and a s&n back up device was available to complete the procedure. No other complications were reported at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2017 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.